Event description:
Error 43 - lcd failure communications.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 43 were found during device log review which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Upon switch on, the device triggered an alarm and the screen remained blank. The battery pack was missing. The clamp motor was also found abnormally noisy during testing. The event could not be reproduced. However as per technical manual the display board was replaced and sent back to brézins for further investigation. The part was mounted on a test bench for functionnal check. Upon switch on, the screen of the device was blank with a continuous alarm as seen during first investigation. The device was restarted and displayed an error 44. The lcd screen was replaced and confirms the display board being defective.then the ocs motor was tested and was found to be functional. The noise heard during testing was linked to the motor shaft returning to its rear position which is a normal behavior. The error 43 seen in the log and the error 44 triggered during testing were both linked to a defective lcd screen. This failure is likely due to aging (almost 7 years). This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. To our knowledge no patient consequences have been reported. The trend is normal and reported risk is lower than estimated risk.